Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-05783 - device 1 of 5. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in australia. The patient reported that she faced 05 infusion set cannulas were bent. She noticed that her site was leaking and then when she pulled out the infusion set and found that it was bent in an angle on (B)(6) 2024.the insertion site of the infusion site was at stomach . The blood glucose levels of patient was also very high that she vomited. She was able to bring her blood glucose levels down by using insulin pens. The patient's blood glucose level at time of incident was 26 mmol/l. Patient's current blood glucose level value (at time of call) was 5 mmol/l. The length of time infusion set has been in use was less than a day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.